Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon was not able to rotate endoscope up/down correctly. The customer received phone assistance from the technical support engineer (tse). The tse advised the customer to check the endoscope base rotation. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope's image was inverted. The event did not involve a reversed control of the system arms. The vision orientation did not change on its own. The endoscope moved freely with uncontrolled motion. The issue was resolved without any action. The procedure was completed with the same endoscope. The endoscope issue did not result in patient injury. The endoscope will not be returned.

Manufacturer narrative:
Isi has not received the suspected endoscope to confirm/identify the reportable failure mode(s). The product referenced in this complaint will not be returned to intuitive surgical, inc. (Isi) for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. This complaint will be reopened if the instrument is returned (post failure analysis evaluation) or if additional information is received.